Event description:
Overdelivery reported. The pump was set to infuse heparin 25,000units/250ml at 8ml/hr. A nurse reported that the entire 250ml container was empty within 15-20 minutes. The pt did not experience any adverse effects, no signs of bleeding or hematoma were noted. Reporter states the pump tested fine at the facility and the event is a possible user issue. No flow detector was in use, a dose limit had been set.